Event description:
The plaintiff's attorney alleged that the patient experienced a heart attack caused by naturaltye and granuflo during dialysis treatment.

Manufacturer narrative:
This is one of two device reports.